Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as environmental; specifically, due to a water related organism. The patient was hospitalized for the event of peritonitis. The patient received treatment with cefazolin (1 gram, frequency and route not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital but had not recovered from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.